Event description:
It was reported via a facility medwatch report, four bladder neck suspension procedures were performed. It was noted sometime post procedure, all four pts returned with bacterial infections. Further treatment amongst the four pts varied from antibiotic treatment, surgical removal of anchors and extended surgery for removal of infected bone. The identity of the reporting facility is anonymous. Therefore, no further info regarding the circumstances surrounding this event is available. The device was not returned to this facility. Therefore, no failure analysis is available. It is unknown which microvasive devices were utilized in none or more of the above mentioned cases. Co's directions for use outline as potential complications: "loss of fixation or pullout of bone anchors. Infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure.